Event description:
The facility returned the device for service to baxter. During service testing, baxter service technician reported that the device underdelivered. No patient incident or patient injury has been reported with this device.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -7.9% below the desired amount. An indepth investigation has been requested to determine the root cause of the failure. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.